Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no physical anomalies. Memory log review of the device noted the battery voltage was at 3.000 volts. The first code 1004 was confirmed to have occurred. X-ray taken of the device showed a damaged plasma fuse, consistent with shock into a shorted condition. Analysis confirmed the allegation made against the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1004 and 1007, which are indicative of shocking into a shorted lead and a charge time exceeded respectively. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.